Event description:
Patient underwent osteotomy of the left great toe with an asnis 3.0 cannulated screw. On (B)(6) 2014 the patient was seen in a follow up visit. An x-ray showed that the osteotomy had displaced. The index surgery was four weeks ago. Patient was revised with a 4.0 asnis screw with washer on (B)(6) 2014.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.